Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood reflux was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Light use residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The catheter was filled with water and held with the valve facing down. The valve did not prevent water backflow. Microscopic inspection of the valve revealed material irregularities along the sealing edge, which appeared to be holding the valve open. The valve failure to prevent backflow appeared to have been caused by rough irregularities along the sealing surface. That roughness appeared to have been caused by the valve slitting process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿blood reflux spontaneous in the PICC and a leak at the two-way valve¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, and functional testing performed at vad lab the following was concluded: a rough surface was found to be on the largest slit of the clear valve. The valve failure to prevent backflow or leakage was caused by rough valve slit along the sealing surface. The lack of cutting was caused during the valve slitting process. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of redx4655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed on (B)(6) 2020 with difficulties and a duration of 25 min (use of a 70 cm radstic guide). The patient called on (B)(6) 2020 to report blood reflux spontaneous in the PICC and a leak at the two-way valve. The home nurse therefore put in an additional valve. Leak at the level of the valve (blood reflux +++) action: a change of PICC on terumo guide has been scheduled for (B)(6) 2020.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was placed on (B)(6) 2020 with difficulties and a duration of 25 min (use of a 70 cm radstic guide). The patient called on (B)(6) 2020 to report blood reflux spontaneous in the PICC and a leak at the two-way valve. The home nurse therefore put in an additional valve. Leak at the level of the valve (blood reflux +++) action: a change of PICC on terumo guide has been scheduled for (B)(6) 2020.